Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va19p23, product type: lead. Product ID: 3023, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2016, product type: extension. Product ID: 3889-28, lot# j0405988v, implanted: (B)(6) 2004, explanted: (B)(6) 2016, product type: lead.

Event description:
The manufacture representative reported via another manufacture representative that the patient's device had a connection issue. The patient healthcare provider was unable to separate the extension from the lead. The implantable neurostimulator was already opened and there were no additional components to use. Two months later, additional information received from manufacturer representative (rep) reported that the device was replaced due to normal battery depletion. During the procedure, the healthcare provider (hcp) was unable to separate the extension from the lead. They did note some corrosion at the area where the lead and extension met. They tried a hex wrench and were not successful. The hcp had already unplugged the extension from the battery and had the new battery on the table. Rep did not open the product, the circulating nurse did. They did not have back up supplies there. Hcp was not willing to wait 60 minutes for more supplies to be delivered by another rep. The hcp ended up removing the entire lead and extension and then just placed the new battery in the pocket until they could reschedule the procedure. There were no plugs or lead wires plugged into the new battery header. On (B)(6) 2016 they were doing the revision/replacement. The new battery that was in the pocket did have fluid in the lead header. They tried suctioning out the fluid, even used an angiocath to get deeper in three. The hcp tunneled the new lead in but the impedances were very high and when they plugged into the new battery, they got nothing. Rep stated she thinks the hcp damaged the lead during the tunneling process. It was indicated that hcp used the "j" hook for something and that damaged the lead. The new battery didn't work because of the fluid in the header. Rep would be sending these items in for analysis. The patient ended up getting a whole new system on (B)(6) 2016. The patient's indication for use is urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided by a manufacturer representative who reported that they had shipped the lead and neurostimulator. The representative noted that the lead was removed because it was broken.

Manufacturer narrative:
Analysis of the ins (B)(4) found that the setscrew was backed out too far and foreign material was found in the connector block. Analysis of the lead va19p23 found that the #0 connector was crushed and the setscrew mark was too proximal. The distal end was found to be stretched/bent and the conductor coils were crushed. Fdc refers to the ins (B)(4) and fdc refers to the lead va19p23, fdr codes refer to the ins (B)(4) and fdr codes refer to the lead va19p23.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.